Manufacturer narrative:
To aid in the investigation of this issue, one (1) sample was returned for evaluation by our quality team. Through examination of the picture, the catheter tip was observed damaged. A device history record review was completed for provided material number 381112 and lot number 2145922. The review did identify record for poor catheter tip during production, which most likely was the cause of this incident. However, adjustments related to catheter tip quality were performed during the production process. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported while using bd angiocath¿ peripheral venous catheter, 24 g x 0.75 in. The catheter was damaged. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this report is about a defective catheter. The catheter was squishy and cannot be used.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.